Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-02659. Related manufacturer reference number 3006705815-2021-02661. Related manufacturer reference number 1627487-2021-14497. It was reported that patient experienced an infection at the lead sites. As a result, surgical intervention was at unknown date wherein the leads were explanted. Additional information received identified that new leads were implanted on (B)(6) 2021. Reportedly, the issue was resolved.